Event description:
Information received indicates the valve was retrieved due to insufficiency, as noted by echocardiography and cardiac catheterization. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
The product has recently been returned to manufacturing for evaluation. Device analysis is in progress. A supplemental MDR follow-up report will be sent to FDA with the results of the device evaluation. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Additional patient information reported indicates no history of rheumatic fever or scarlet fever; patient history of osteomyelitis, aortic stenosis and aortic insufficiency was noted. Conclusion: an exact cause has not yet been determined for the reported event.